Event description:
New information received noted that the patient was in stable condition before, during, and after procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ra lead was capped and replaced on 19 nov 2019 due to oversensing.